Event description:
Revision surgery. Failed acetabulum. Original surgery between 1991 and 1995. Facility rec'd a complaint about a reportable event. It was determined that the MFR of the device in question was osteoimplant technologies, inc. -oti-. As part of acquisition of the oti product lines, oti -now known as pinnacle holding inc.- agreed to assume all regulatory responsibilities for product implanted prior to facility's acquisition of their product lines in 2005. The info in this report and any associated parts have been forwarded to pinnacle holding inc.